Event description:
The customer states that a patient sample processed using the architect total (B)(6) assay generated a falsely elevated result of 5517.78 miu/ml (positive) result. Upon repeat, a result of <1.20 miu/ml (negative) was obtained. No adverse outcomes were reported related to this issue.

Manufacturer narrative:
(B)(4) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.